Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 45 minutes.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.